Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio disassembled, inspected and secured all internal cable connections. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not detect a patient test load during an inspection. As a result, defibrillation may not be possible. In subsequent testing, however, the biomedical engineer couldn't duplicate the reported issue any further. There was no patient use associated with the reported event.